Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Previous investigation is applicable to this complaint. This previous investigation is closed. Therefore, this complaint will be closed without further action. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that the end user experienced a red rash and itching under the tape collar. The end user saw her primary doctor who prescribed a topical hydrocortisone cream, which did not require prescription but, she never used it. The area was treated with prescription nystatin powder, as well as brief use of kenalog spray. The end user no longer uses those products. According to reporter, the end user is now using a coloplast 1-piece system and the redness has improved but persists.